Event description:
The hcp reported that the drug delivery system was explanted after 16 mos. The pt had undergone 3 revisions for "pocket displacement". The catheter had also dislodged. The pt was receiving dilaudid via the drug delivery system.